Event description:
Contact lens wearer presented to clinic with a red, painful right eye that was caused by a fungal infection isolated on culture to be fusarium - this painful and long treatment course is ongoing with the pt now awaiting a corneal transplant because of deep scar tissue obscuring her vision - fungal infections are rare and this pt had no history of ocular trauma from any vegetative matter and no hypothesis to what caused this infection in an otherwise healthy female. Her contact lens care solution had long been renu and she changed to renu with moistureloc upon its release to help alleviate some end of the day dryness with her lenses. This pt fortunately has not lost her eye yet, although still remains the possibility of tissue rejection once and if she is able to have the transplant. She has suffered physically, emotionally, and financially over the last 8 months and I wanted to report the case since it seems very unusual in etiology and timeline.